Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used during a colonoscopy procedure performed on november 29, 2023. During the procedure, a strand from the inner sheath broke and fell inside the patient and forceps were used to retrieve the object inside the patient. The procedure was completed with a similar 10mm round cold snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f23 captures the reportable event of unexpected medical intervention